Manufacturer narrative:
Follow up report 1 (correction): patient codes field was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered ineffective anti-tachycardia pacing (atp) and shock therapy for a slow ventricular tachycardia (vt) episode. Boston scientific technical services (ts) reviewed data from the device and confirmed that in this episode, atp and shock deliveries were unsuccessful to terminate the rhythm. Oversensing and false atrial tachy response episodes were also observed, and ts indicated that this could be solved by reprogramming the device. Further troubleshooting was performed, and the physician made the decision to perform defibrillation threshold (dft) testing, which demonstrated that the device is able to successfully terminate rapid arrhythmias with 41 joules shocks. Reprogramming options were discussed and at this time, no further information is available. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered ineffective anti-tachycardia pacing (atp) and shock therapy for a slow ventricular tachycardia (vt) episode. Boston scientific technical services (ts) reviewed data from the device and confirmed that in this episode, atp and shock deliveries were unsuccessful to terminate the rhythm. Oversensing and false atrial tachy response episodes were also observed. Further troubleshooting was performed, and the physician made the decision to perform defibrillation threshold (dft) testing, which demonstrated that the device is able to successfully terminate rapid arrhythmias with 41 joules shocks. Reprogramming options were discussed and at this time, no further information is available. No adverse patient effects were reported. The device remains in service.